Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the needles are clogged. To aid in the investigation, one hundred samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the needles expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 3083952. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
No additional information received mat#: 305106 lot#: 3083952 it was reported by customer that needles are clogged. Verbatim: rcc received a complaint via email. Email(s) attached. Needles are clogged

Event description:
Mat#: 305106 lot#: 3083952. It was reported by customer that needles are clogged.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a140901 - complete blockage. Patient problem code: f24 - insufficient information.